Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that an unspecified malfunction alarm occurred. The customer's blood glucose (bg) level elevated to 1,110 mg/dl resulting in hospitalization. While at the hospital, the customer received intravenous insulin and fluids. The customer was released from the hospital on (B)(6) 2019 with the issue resolved and no permanent damage. Reportedly, the customer reverted to manual injections for insulin therapy.